Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists. UDI number: (B)(4).

Event description:
It was reported that a resident nearly fell from the maxi 500 lift due to instability of one of the legs, which resulted in the device nearly tipping over. No injury was reported. The device inspection identified that the right-side leg required re-tightening at the base. Following the repair, the device was checked and found to be operating as intended.